Event description:
It was reported that the patient presented for implant procedure. During the procedure, the lead exhibited high pacing impedance and high capture threshold. The lead was not used and replaced during the procedure. That patient was stable

Manufacturer narrative:
The reported events of high pacing impedance and high capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing found no indication of conductor fractures or internal shorts. Visual and x-ray examinations found no anomalies.